Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni. Brand name ¿ ni. Device info - ni. Date implanted - ni. Date explanted - ni. Initial reporter - the article was written by b kerens, m.g.m schotanus, b. Boonen, p. Boog, p.j. Emans, h. Lacroix, and n.p. Kort. Manufacture date ¿ ni. PMA 510(k) this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that underwent a revision procedure approximately two months post-implantation due to tibial loosening. All components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.